Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump squirts insulin from cannula while priming insulin pump. The customer stated that he felt the insulin pump was not delivering insulin and they were running much higher but not getting the no delivery alarms. They had to double press the buttons for them to function. The insulin pump does not react as quickly as before reacts slower than before. It was also foggy behind the screen. They have to tilt to read. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised forced sensor system and excessive no delivery alarm or verify prime/fill anomaly due to buttons not responding.